Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap right hemicolectomy - "clip applier cut through the vessel. Clip applier cut through the ileocolic vein, blood loss approx 200-300ml. Clip applier felt different to normal (consultant is used to using the epix universal clip applier), it felt cheaper." Type of intervention: "bleeding was stemmed and patient was transfused." Patient status: "patient has been discharged."

Manufacturer narrative:
Additional information was requested and was not provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, there was a dent along the cover tube. Engineering attempted to actuate the device; however, when the trigger was depressed, the remaining clips did not fire because of internal debris. The unit was disassembled for further evaluation and internal component damage was found. The root cause of the customer's experience is due to improper clip advancement. Improper clip advancement occurs when there is interference between internal components causing the clips to not load properly. All clip appliers will continue to undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.